Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that a stretch mark was noted on the central part of an intraocular lens (iol) during an implant procedure. The following day, it was noticed that the stretch mark was in the visual axis, therefore the lens was exchanged. Additional information has been requested.